Manufacturer narrative:
Device received with blank display due to connector on electrical board not plugged in properly. After reconnecting the device powered on properly. Device passed sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had blank display on insulin pump. The customer¿s blood glucose level was 104 mg/dl. The customer was assisted with troubleshoot. Customer states the display did not return. The insulin pump will be returned for analysis.